Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient had several decreases of response to the 1st stage stimulation before they cut the wire. The trial patient then proceeded to stage 2. The pain, constipation, and the lead break issues were reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. .

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had constipation and pain, but did not know if the constipation was from anesthesia, stimulation, or pain medication. The caller indicated that the patient was now taking tylenol instead of hydrocodone now and took a laxative the day of the call. The patient was advised to follow-up with their healthcare provider (hcp). Later the consumer reported that the patient's wire was broken after changing the bandage in their back. The patient had already called their healthcare provider (hcp) at the time of the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.